Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the patient had a wise system (a left ventricular wireless pacing device) implanted along with the subcutaneous implantable cardioverter defibrillator (s-ICD) system. There was some oversensing and the sicd system has been programmed off. No further information is available. There were no known adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had a wise system (a left ventricular wireless pacing device) implanted along with the subcutaneous implantable cardioverter defibrillator (s-ICD) system. There was some oversensing and the sicd system has been programmed off. No further information is available. There were no known adverse patient effects. The system remains implanted.